Manufacturer narrative:
The involved device was not returned for evaluation, and the lot number is unknown. Therefore, the quality records for the last 6 months of production were reviewed, and it was confirmed there were no production related problems. Although the cause of the reported event cannot be definitively determined based upon the available information, user facility information suggests that the actual device may have been subjected to force causing the safety feature to be temporarily inactivated. Device labeling does address the potential for such an event in the instructions-for-use which states: "dispose of the needle immediately into sharps container." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a resident suffered a needle stick after performing a puncture on a patient and then disposed of the unprotected needle in a trash bag. Reportedly, no medical intervention was needed for the resident.